Event description:
I purchased a new CPAP(continuous positive airway pressure) machine to replace a previous CPAP machine (philips dreamstation 2, which catch on fire). The new machine is a resmed 11. It was set up by a dme vendor, accucare (B)(6). I connected the machine up in my bedroom and began to use the machine the first time on (B)(6) 2024. In the process of connecting the new machine I disconnected the old machine for eventual shipment back to the vendor. During the night about 1:30am I got out of bed to get a drink of water. When I returned, the resmed CPAP machine would not start. I checked the connections, and other possibilities. I discovered that the machine had decided to install, on its own, some kind of software update! This restarted the machine as if it was new, and needed me to answer a number of questions on the very small screen of the device, as well as on my iphone. I could not complete this task given the time and difficulty understanding why the machine had failed. I slept the rest of the night without my CPAP therapy, and the risks attendant to that. Resmed has refused to respond to my query on this problem telling me only "contact your doctor". My doctor has no idea why the machine would do this. Usual "profanity" run-around by a CPAP company. (I owned three dreamstations that were recalled). Ref report: mw5153557.